Event description:
Healthcare professional reported right side "valve leak when squeezed." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crack valve, fold creases, a curved opening on radius, and white particles in the shell. Leak test and microscopic analysis was performed which identified: crack valve and two striated openings on radius. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Two striated openings on radius assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: valve leak and/or damage.

Event description:
Healthcare professional reported right side "valve leak when squeezed." Device has been explanted.